Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013. During the period between (B)(6) 2016 and (B)(6) 2017 the patient was in coma due to unknown reason. On (B)(6) 2017, during the last follow-up, the device reached the recommended replacement time (rrt), it was replaced on (B)(6) 2017 and will be returned for analysis (the physician complained for a device duration shorter than the expected).

Manufacturer narrative:
Preliminary analysis of the returned device showed normal battery depletion.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013. During the period between (B)(6) 2016 and (B)(6) 2017 the patient was in coma due to unknown reason. On (B)(6) 2017, during the last follow-up, the device reached the recommended replacement time (rrt), it was replaced on (B)(6) 2017 and will be returned for analysis (the physician complained for a device duration shorter than the expected).

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2013. During the period between (B)(6) 2016 and (B)(6) 2017 the patient was in coma due to unknown reason. On (B)(6) 2017, during the last follow-up, the device reached the recommended replacement time (rrt), it was replaced on (B)(6) 2017 and will be returned for analysis (the physician complained for a device duration shorter than the expected).